Event description:
The event date is unknown. In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip was "lost in the endoscope".

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event cannot be determined.